Event description:
It was reported that the user experienced hypoglycemia after using the ilet system when a meal was consumed without a meal announcement, after which the user corrected with oral carbohydrates and the glucose level returned to target. Symptoms included sweating and shakiness. Outcomes included no need for assistance and no professional medical intervention or hospitalization. Investigation included complaint handling and user education on proper meal announcements and manual management when appropriate. Investigation of this case revealed that the device performed as designed, with low and urgent low alerts delivered, and that the missed meal announcement was the contributing factor to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that user interaction related to a missed meal announcement caused the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.